Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 3 of the same event. It was reported from (B)(4) that during cleaning and sterilization prior to a surgical procedure for a tibial diaphysis fracture, it was observed that the attachment device, quick coupling device and adaptor device had a black liquid leaking out of them. The devices were again cleaned and sterilized; and used in the surgery without any liquid leaking out of them. It was not reported if there were any delays to the planned surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was functioning; however, it failed the tests for status of development and for marking and labeling. It was determined that the red color marking on the device was partly not visible. It was further determined that the device had some visible corrosion/abrasion due to lack of service. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.